Event description:
The customer received a blood glucose reading of 140mg/dl on the contour, retested on a breeze2 and the reading was 49mg/dl. She felt hypoglycemic, so ate something and then felt better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant customer was advised to return the test strips for evaluation and was offered replacement product. Product was not replaced at the time of the call.